Manufacturer narrative:
Block h6: imdrf device code a150208 captures the reportable event of clip device deployed in scope.

Event description:
It was reported to boston scientific corporation that a resolution clip was used in the colon during a colonoscopy procedure performed on (B)(6) 2026. It was reported that the clip would not deploy then fell off catheter while removing from scope. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event.